Manufacturer narrative:
No product returning for eval. Attempts were made to obtain all available info. Should new info become available, a f/u supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 5 with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.